Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure the guidewire was advanced out of the catheter the tip of the guidewire looped before entering the stenosis. The physician attempted to pull the wire back into the catheter, but the tip of the guidewire detached into the patient¿s bile duct. It was reported that the doctor managed to remove the detached part after intervention. The procedure was completed with a new jagwire with no patient complications and the patient's condition was reported to be stable.

Manufacturer narrative:
It was reported that the patient¿s age was (B)(6). Initial reporter phone: (B)(6). (B)(4) tip detachment. The device has been returned for evaluation; however, a failure analysis of the complaint device has not been completed. If any further relevant information is identified, a supplemental medwatch will be filed.